Event description:
Following anesthesia induction - pt apneic-, practitioner grabbed a rebreathing bag to ventilate pt. Bag sheared in half near hub. Second rebreathing bag placed immediately with no compromise of pt care.